Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: a review of the black box indicated a time and date reset had occurred within less than three hours of the pump powering off. A rewind, load, and prime sequence was performed successfully with no issues. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that she had experienced elevated blood glucose (bg) over 300mg/dl with extreme lethargy/drowsiness and extreme aches. The patient noted that these symptoms are typical for her with elevated bgs. The patient stated that her endocrinologist had her discontinue insulin pump therapy due to a time/date reset issue and had her on a back-up plan of syringe injections. The patient stated that the time and date rest to default settings with battery changes and she did not know how to correct it. The patient noted that the issue has been ongoing for over a year. A review of the bolus history indicated that boluses had been recorded on the incorrect day due to the time/date issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy related to a time/date reset issue.

Manufacturer narrative:
The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.